Manufacturer narrative:
Additional information - b5, d6b, and h6.

Event description:
New information received notes that the implantable cardioverter-defibrillator was explanted on (B)(6) 2021. The patient was recovering.

Event description:
It was reported that the patient presented in clinic for a follow up after experiencing shock. Device interrogation revealed that the implantable cardioverter-defibrillator (ICD) had reached elective replacement indicator (eri). Most of the shocks that were delivered were appropriate and were caused from ventricular tachycardia (vt) episodes there was no allegation of premature battery depletion. Patient will be schedule for a device replacement after covid-19 restrictions have been lifted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. A device image was downloaded, the device was decontaminated, and a visual inspection was performed. Body fluid in the header and bubbling in the parylene coating was noted. The eri to eol period was assessed. The device had not yet reached eol, so the eri to eol period could not be evaluated. The device image was reviewed. The daily battery measurement trend was reviewed and appeared normal. Bench testing was performed, which included sensing and pacing, and the device showed normal function.